Event description:
Additional information was obtained from the olympus sales consultant. The distal cap was present for the entire procedure, and the procedure was successfully completed. There were no other devices replaced or involved in the event. There was a delay associated with the patient leaving the procedure room due to the time taken to find the missing distal cap. The user facility staff thinks the cap had fallen off during the endoscope withdrawal after the completion of the procedure, having been caught on the bite block, considering that it was found directly in the patient's mouth.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the olympus sales consultant. E3: digestive health gi technician.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information received from the customer. The same device was used to complete procedure successfully. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. The following verbiage is identified within the instructions for use: "7.3 attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation". Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected g2 report source and h6 medical device problem code. Reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: no anti-fog agent is used. There were no abnormalities such as cracks in the cover before and after use. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity.

Event description:
The olympus employee reported to olympus on behalf of the customer, the single use distal cover fell off at the end of the procedure, into the patients mouth, during withdrawal of duodenovideoscope. The customer informed the olympus employee the single use distal cover was inspected prior to use and there were no issues identified. The distal cover was properly installed and securely attached. The common bile duct cannulation procedure lasted thirty-one (31) minutes. The procedure also included a balloon sweep, cholangiogram, cytology brushing, and placement of a 7 french/7 centimeter double-pigtail biliary stent. The missing cap was discovered before cleaning of the devices. After the procedure, the doctor returned to the room to look for the cap by means of gastroscope, however, the scope was not used because the cap was found in the patient's mouth. The cap was removed with a finger sweep. The cap was intact without any tears. No patient harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. H3 other text : not returned

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).